Manufacturer narrative:
G1: the device was manufactured at one of the following facilities: vantive healthcare - mountain home 1900 n highway 201 mountain home ar 72653 united states. Vantive healthcare - dominican republic carretera sanchez km 18.5 parque industrial itabo, piisa haina, san cristobal 91000 dominican republic. H11: an alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, there was a partial disconnection between the patient line of the homechoice cassette and the transfer set, which resulted in a leak, that led to this alarm. The cause of the disconnection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during drain two of five of peritoneal dialysis therapy. During troubleshooting, it was reported that there was a partial disconnection between the patient line of the homechoice cassette and the transfer set, which resulted in a leak, that led to this alarm. Renal therapy services (rts) guided the caregiver to end the therapy and advised to contact the nurse regarding the issue. Rts reviewed proper procedures per the user manual reviewed with the caregiver. There was no report of patient injury or medical intervention associated with this event. No additional information is available.